Manufacturer narrative:
(B)(4). A device history record was performed on the sheath including the hemostasis valve and no manufacturing issues were identified. The instructions-for-use (IFU) supplied with this kit (h-09800-105a rev 07) describes suggested techniques for sheath insertion and maintenance. The IFU cautions the user "do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports during insertion of the catheter, blood leakage from hemostasis valve of the sheath was confirmed. A new kit was obtained.

Manufacturer narrative:
Qn# (B)(4). The customer returned one psi device for evaluation. The device contained sutures in the suture wings. Visual examination revealed the sidearm was separated from the sheath. The point of separation of the sidearm was smooth, indicating contacts with sharps. The device contained 9 mm of sidearm. The hemostasis valve was tested for leaks by occluding the sidearm and injecting water through the distal end of the sheath. The valve did not leak and the pressure was held in the sheath. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "to avoid cutting of the sheath, do not use scissors to remove the dressing." The reported complaint of sidearm separation was confirmed by complaint investigation. The returned psi had a separated sidearm. The point of separation was smooth, indicating contact with sharps. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports during insertion of the catheter, blood leakage from hemostasis valve of the sheath was confirmed. A new kit was obtained.